Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. The customer stated that they were at the beach but they had not gone into the water. The customer stated that the insulin pump had been working throughout the day. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.